Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal excessive bleeding"), pregnancy with contraceptive device ("pregnancy") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffcetive" and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida, parity 4 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2008 and (B)(6) 2010), pre-eclampsia, termination of pregnancy - elective, bipolar disorder and adhd. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included idiopathic thrombocytopenic purpura and heart murmur. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus under right fallopian tube") and platelet count decreased ("platelets were too low"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysteroscopy to remove the essure device) and surgery (ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, vaginal haemorrhage, menorrhagia, device expulsion and platelet count decreased outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, platelet count decreased, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: in 2009, plaintiff became pregnant, on (B)(6) 2010, plaintiff gave birth to a female infant. Two months postpartum, on (B)(6) 2010, plaintiff sought medical attention from physician for excessive bleeding. Despite treatment, plaintiff's symptoms did not improve. In addition, on (B)(6) 2010, plaintiff underwent a hysteroscopy, in attempt to remove the essure device. Diagnostic results: on (B)(6) 2010, plaintiff underwent a pelvic exam, which advised the essure device was still in her fallopian tubes. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), malposition of essure device location of device: uterus under right fallopian tube, platelets were too low and essure confirmation test: no added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("device embedded in the endometrium"), device expulsion ("malposition of essure device location of device: uterus under right fallopian tube/ device embedded in the endometrium"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal excessive bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and pregnancy with contraceptive device ("pregnancy") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffcetive". The patient's past medical history included multigravida, parity 4 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2008 and (B)(6) 2010), pre-eclampsia, termination of pregnancy - elective, bipolar disorder and adhd. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included idiopathic thrombocytopenic purpura and heart murmur. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, 1 year 4 months after insertion of essure, the patient experienced pre-eclampsia ("pre-eclampsia"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping") and platelet count decreased ("platelets were too low"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove the essure device), surgery (surgery to remove the essure device), surgery (surgery to remove the essure device) and surgery (on (B)(6) 2010underwent ablation). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device expulsion, genital haemorrhage and menorrhagia had not resolved and the pelvic pain, pregnancy with contraceptive device, abdominal pain lower, vaginal haemorrhage, platelet count decreased and pre-eclampsia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain lower, embedded device, genital haemorrhage, menorrhagia, pelvic pain, platelet count decreased, pre-eclampsia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: in 2009, plaintiff became pregnant, on (B)(6) 2010, plaintiff gave birth to a female infant. Two months postpartum, on (B)(6) 2010, plaintiff sought medical attention from physician for excessive bleeding. Despite treatment, plaintiff's symptoms did not improve. In addition, on (B)(6) 2010, plaintiff underwent a hysteroscopy, in attempt to remove the essure device. Diagnostic results: on (B)(6) 2010, plaintiff underwent a pelvic exam, which advised the essure device was still in her fallopian tubes. Most recent follow-up information incorporated above includes: on 16-aug-2018: events- "device embedded in the endometrium, pre-eclampsia" added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal excessive bleeding") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysteroscopy to remove the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: in 2009, plaintiff became pregnant, on (B)(6) 2010, plaintiff gave birth to a female infant. Two months postpartum, on (B)(6) 2010, plaintiff sought medical attention from physician for excessive bleeding. Despite treatment, plaintiff's symptoms did not improve. In addition, on (B)(6) 2010, plaintiff underwent a hysteroscopy, in attempt to remove the essure device. Diagnostic results: on (B)(6) 2010, plaintiff underwent a pelvic exam, which advised the essure device was still in her fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.